Manufacturer narrative:
Product analysis: field service was unable to confirm the customer comments. There were no anomalies noted during field service. The epg remains at the customer facility. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a low output due to a weak battery. The status of the epg is unknown. No patient complications have been reported as a result of this event.